Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to verify motor position encoder error alarm due to constant motor error alarm during rewind. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was not able to rewind the insulin pump. The customer stated that the drive support cap was not protruded. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.